Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. The rv lead will be revised when a general changeout procedure occurs in the future. The rv lead remains in service, no adverse patient effects were reported.